Manufacturer narrative:
B5: upon further information, the y-site leaked despite a non-baxter green alcohol cap being in place. H11: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Pressure and clear passage testing were performed, and no defects were observed that could generate a leak. The priming was performed, and no defects were observed that could generate a leak. Usage test by gravity and with an in-lab pump were performed, and no leaks were observed. A water referee back pressure test was performed on all clearlink components, and no defects were observed that could generate a leak. The device met specifications and was conforming product. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
D4: unique identifier (UDI) #: the lot number (10) and subsequent expiration date (17) are unknown; therefore, the UDI number only will contain the device identifier (01). E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system, non-dehp continu-flo solution set had a crack at the y-site (clearlink) resulting in leakage of total parenteral nutrition (tpn). This was observed during patient use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.